Manufacturer narrative:
Insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. Unable to prime during prime/compromised force sensor system test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Insulin pump was received with scratched lcd window. Unit received with cracked battery tube threads, cracked reservoir tube lip, and scratched reservoir tube window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that when she tried to rewind the insulin pump, she received a motor error alarm. The day before the insulin pump alarmed button error. When she tried to bolus the numbers on the screen ramped up. Customer's blood glucose level was 425 mg/dl. She treated her blood glucose with a syringe. The scroll bar was moving without input from the user. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.